Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device was explanted due to product performance issue. To date, the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned.

Event description:
Boston scientific received information that this boston scientific representative contacted boston scientific on (B)(4) 2017 to report that this patient's device displayed a bd alert. The technical service's consultant recommended data analysis to determine if the bd alert was appropriate. The representative mentioned that this patient may be scheduled for device replacement next week. The technical service's consultant commented that data analysis should be performed as a scheduled procedure may not be necessary. Data was analyzed which identified several days of magnet application. A detailed review of stored data from that the earliest record of magnet application occurred on (B)(6) 2016. The log was already starting to fill with magnet application at that point so the magnet application date could have started earlier. It was concluded that the bd error was caused buy magnet detection and beeping. The device has lost at least two charges worth of longevity due to beeping. The representative was planning to investigate the source of the magnet application and informed the technical service's consultant that 15 percent longevity was remaining on the device. Additional information was received from the representative that the magnet source could not be identified and the physician plans to explant this device. The patient does sleep with a heating blanket but this is unlikely the magnet source as engineering analysis indicates that heating blankets are permitted under normal use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the casing and header. The seal plugs were intact and the set screws operated normally. Upon interrogation, the monitoring voltage was 9.151 volts. Magnet application testing confirmed that the device's behavior was as expected. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. It was concluded that premature battery depletion was induced due to multiple magnet applications.

Event description:
Boston scientific received information that this device was received at boston scientific's return products in late-march 2018.